Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer was not able to view information on the insulin pump. Customer had been stuck on the insert a new battery alert. Customer reported damaged battery cap and battery compartment along with back casing. Insulin pump had been dropped a few times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The insulin pump was received without the original battery cap, scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. Unable to verify battery cap damage due to missing battery cap.